Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the cause for the reported issue was due to a low insulin alert occurring as intended, and the customer not loading a new cartridge onto the pump. Tandem technical support educated the customer on the cause for low insulin alerts. The customer administered a manual injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.